Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the battery was not in a new condition. Analysis of the extension, serial (B)(4), found no significant anomaly. It was noted that the extension body was cut through and the product was segmented. Analysis of the extension, serial (B)(4), found no anomaly. Analysis of both anchors found no anomaly. Analysis of the lead, lot # j0114356v, found no significant anomaly. It was noted that the lead body was cut through and the product was segmented. Analysis of the lead, lot # j0110802v, found that the lead body conductor was broken at the twist lock anchor site.

Event description:
It was reported, the spinal cord stimulator malfunctioned and was explanted on 2013 (B)(6). It was noted that there was no patient injury and the patient status after the device was removed was recovered without sequela. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495-66 lot# serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 7495lz66 lot# serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 3887-45 lot# j0110802v, implanted: 2001 (B)(6); product type lead product ID 3887-45 lot# j0114356v, implanted: 2001 (B)(6); product type lead product ID neu_tlock_anchor; product type accessory product ID neu_tlock_anchor; product type accessory product ID 7435 lot# serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.